Manufacturer narrative:
Evaluated one open/used transfer guard only. Performed a visual inspection and found snap-cap/septum attached to transfer guard. Reservoir not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cap of reservoir fell out the reservoir was not in used. The customer also stated that the infusion set and reservoir was damaged. The customer's blood glucose was unknown . The product will be returned for analysis.